Manufacturer narrative:
One device was received for evaluation. Visual inspection found no tamper seal to be present. Functional testing was able to duplicate the reported problem. The device was found to be over infusing. It was determined that the expulsor was out of specification. The expuslor was replaced. The motor was replaced as it was over six million revolutions. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not infusing properly and was under infusing. Per reporter, the event occurred during infusion. Per reporter, according to the patient¿s tpn records, the infusion did not complete, and the pump indicated that the infusion was complete. The patient switched to a backup pump. There was patient involvement and no patient harm/adverse event reported.